Event description:
The customer reported that the device displays loudspeaker error with no alarm sound. The error was detected during booting, and the error message appeared in the display and on the control center. There was no alarm incident since the error was found directly by the user, before a patient was connected.

Manufacturer narrative:
The philips repair facility technician (rft) confirms that the speaker had no sound at start up test; it failed at the manual power on test. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. The investigation concludes that no further action is required at this time. Reporting institution phone (B)(6).